Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the joystick will not always turn the chair left or right.